Event description:
While setting-up for a scan, the detector allegedly continued to move towards the patient after the technologist released the buttons on the handcontroller. Event did not result in any injury to the patient and/or operator.